Event description:
It was reported that the pulse generator exhibited loss of capture on a holter monitor about one hour post implant. Autocapture was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).